Manufacturer narrative:
The pump passed the functional testing. No motor error alarms were noted. The motor was tested outside the device and it passed. However, the motor had a corroded motor home switch. The pump passed the self test, unexpected restart test and all operating currents tests were normal. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and did not rewind. The blood glucose reading was 427 mg/dl. The drive support cap appeared normal and recessed. The error occurred again when the customer was instructed to perform a rewind. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.